Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. G4: this device is sold outside the us and therefore no 510(k) can be determined. The device is considered similar to product 51-107170 and 510(k) k110400. Complaint is confirmed. Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (pouch) and debris inside the sterile packaging which is visually consistent with the appearance of porous coating. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed per gblw04003 as the packaging design has been remediated as part of ca-06126. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when opening the stem packaging, the sterile packaging appeared compromised. There was black debris noticed in the package and the package was lightly inflated. A different implant was used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.